Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain, lumbar radiculopathy, and complex regional pain syndrome type 1. It was reported that they performed and x-ray and found an infection at the ins site. No further complications were reported. Follow up was conducted.